Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose levels and motor error alarms with their insulin pump. The customer's blood glucose level at the time of incident was 461mg/dl. The customer treated the high with pump. The customer was assisted with troubleshoot. The cannula was noted to be bent. The device passed the displacement and self-test. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis. The customer declined to replace the pump at this time and states they will replace if motor error occurs again. The customer was advised to monitor the device.